Manufacturer narrative:
The device was returned and the evaluation found that the ceramic tip broke off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the break on the tip of the device was caused by thermo-mechanical fatigue, wear and tear, or improper handling (impact, shock); however, a definitive root cause could not be established. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: warning infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product: visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury: impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the resectoscope sheath tip was broken. The issue occurred during assembly in the operating room on the sterile covered assistance table before the equipment was to be used on the patient. There was a 15 minute delay which lengthened the operating time and the patients time under anesthesia. There were no reports of patient harm.